Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 28 were found which confirms the reported event. The reported device was received in brézins for investigation. Nothing was noticed during external visual check. During tests, the reported event could not be reproduced. Nothing was noticed during internal inspection, no cable seems to be burnt inside the device. Although the reported event coud not be reproduced the complaint description was confirmed by error 28 found in the log review, but the root cause remains unknown. It could be that the device had been repaired for this problem before, which is the reason for the second complaint. Although we cannot confirm that the event is linked to a defective keypad, please be informed that an internal CAPA is open to address the subject of "defective keyboard". During the review of the logs, it was noted that error 51 had been triggered. This is a known issue; it recommended to change the assembled bracket. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.

Event description:
The following has been reported: the on/off button does not work constantly. The keypad cable is burnt at the transition to the displayboard. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.